Manufacturer narrative:
(B)(4). Report source: foreign. The event(s) occurred in (B)(6). Report source: literature. Borgwardt, arne, et al. ¿a randomized seven-year study on performance of the stemmed metal m2a-magnum and ceramic c2a-taper, and the resurfacing recap hip implants.¿ the journal of arthroplasty, 2017, doi:10.1016/(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. [Borgwardt_2017_randomized 7 yr study.pdf]. Not returned to manufacturer.

Event description:
It was reported 14 patients presented with adverse local tissue reaction (altr) larger than 1x1 cm.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A hypo-echoic area larger than 1 x 1cm around the joint is not an unusual finding and does not give any indication for surgery if this is the only finding.